Event description:
It was reported that this right ventricular lead exhibited gradually increasing shock impedance measurements, eventually rising to high and out of range. A technical services consultant discussed potential causes and troubleshooting options. The caller stated they would discuss the situation with the physician. No adverse patient effects were reported. This lead remains in service.